Event description:
It was reported that there was a malfunction of the base resulting in the caster detaching and the unit tipping. There was no patient involvement at the time the unit tipped. No injury to healthcare provider or patient.

Manufacturer narrative:
Legal manufacturer: (B)(4).